Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that they have noticed at the end of infusions, there is medication left in the bag. Customer gave an example" infusion at a rate of 200 ml with volume to be infused of 100 ml, at the 30 min mark when the infusion should be completed, there is usually a great deal of volume left in the bag. In these cases, it will usually be roughly 30-50 ml." Clinicians are having to reset the volume to be infused and allow the infusion to finish." There was patient involvement, however patient harm is unknown. Although requested, additional information was not provided by the customer.

Event description:
It was reported by the customer that they have noticed at the end of infusions, there is medication left in the bag. Customer gave an example" infusion at a rate of 200 ml with volume to be infused of 100 ml, at the 30 min mark when the infusion should be completed, there is usually a great deal of volume left in the bag. In these cases, it will usually be roughly 30-50 ml." Clinicians are having to reset the volume to be infused and allow the infusion to finish." There was patient involvement, however patient harm is unknown. Although requested, additional information was not provided by the customer. Additional information was received following on-site visit by manufacturer representative. During medication preparation, some medications are pre-mixed, while others are mixed in pharmacy. Clinicians have also occasionally mixed medications like vancomycin. Pharmacy is aware of overfill: 50ml IV bags has approximately. 5ml of overfill, 100ml has approximately.10ml, and 250ml has approximately. 20ml. Labels for medications like anti-biotics do not contain overfill.

Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported by the customer that they have noticed at the end of infusions, there is medication left in the bag. Customer gave an example" infusion at a rate of 200 ml with volume to be infused of 100 ml, at the 30 min mark when the infusion should be completed, there is usually a great deal of volume left in the bag. In these cases, it will usually be roughly 30-50 ml." Clinicians are having to reset the volume to be infused and allow the infusion to finish." There was patient involvement, however patient harm is unknown. Although requested, additional information was not provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.